Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection of the meter found no cosmetic damages. On investigation, the meter downloaded successfully. The meter powered up to error 1 message that the investigation was unable to clear and the remaining testing cannot be completed. The reported error 1 message was duplicated in the investigation.

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the meter remote gave error 1 message at random and they were unable to clear the error message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.